Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump fill estimate was noted to be inaccurate. The customers blood glucose level was impacted. However, the exact values were not provided. Reportedly, the customer changed supplies. As the customer did not contact tandem technical support at the time of the reported issues, troubleshooting could not be performed.